Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that their therapy has turned off 3 times in the last 2 months. Patient stated that they were feeling miserable for 3 days and had severe pain until they checked the stim app and it said the therapy was off. Patient said they turned the therapy back on yesterday. Agent asked the patient what percentage they normally charge their implant battery at and patient stated they charged it every morning because it was down to about 50% and they put the handset and the charger back on the charger every single day since they've had it. Patient mentioned that there was once where the implant was at 40% because they overspent, but this morning it was at 60% and the therapy turned itself off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.